Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface left 20mm catalog #: 42512100320 lot #: 65134939, persona cruciate retaining cemented femoral component narrow left size 5 catalog #: 42502005801 lot #: 64637423, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 65558580, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: y44aaj2104, refobacin bone cement r 1x40 us catalog #: 110034355 lot #: y50aak1804. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2023-00116 h3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address shifting of the articular surface and a tibial stress fracture a few hours post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.